Event description:
It was reported that the patient presented for the generator change procedure. During the procedure, upon interrogation, the right ventricular lead exhibited failure to capture and r-wave amplitude variation. The lead was capped and replaced on (B)(6) 2022 during the procedure. The patient was stable.